Event description:
The intra-aortic balloon was inserted into the pt on 3/20/98 at 9:20 a.m. The intra-aortic balloon was inserted as a separate procedure prior to surgery. Post operatively, the pt's right leg became cool to touch and the pt's pulses were present by doppler. After the intra-aortic balloon was removed on 3/20/98 at 5:52 p.m, the pt's pulses improved. The intra-aortic balloon did not malfunction. (Event complications: minor ischemia/removal required/loss of pulses)-reported 4/13/98. (Pt's current status: discharged - reported 4/13/98.)